Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been taken to the hospital by ambulance with diabetic ketoacidosis (dka). The patient's personal diabetes manager (pdm) would not turn on. The patient's blood glucose levels reached 500 mg/dl despite manual injections while wearing the pod longer than 48 hours at the infusion site (arm). Symptoms reported include hyperglycemia, vomiting, and frequent urination. The patient was treated with an intravenous fluids and insulin shots, as well as non-diabetic medication for the heart. The patient was released after 6 days. The pod was removed at the hospital after three days of wear and was discarded.